Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Using the pod 5 /page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
Patient's father reported skin irritation and stinging pain during pod use. Patient was prescribed (B)(6) to treat the affected area. Pod was worn between 24 and 26 hours.